Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device is not available to stryker.

Event description:
Head of screw broke off while being implanted in the dorsal aspect of the 1st metatarsal during an austin bunionectomy procedure. Doctor was comfortable with the stability and left the remaining portion of the screw implanted, but supplemented fixation by implanting a 1.3mm orthosorb pin next to it.